Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field. Review of the field service notes indicated that the arm cart assembly experienced an arm failure and the instrument drive unit (idu) was reseated. The logs were analyzed in the field and it was noted that there was an issues with the idu to robotic arm joint 5, the z-slide, interface which resulted in the robotic arm joint 5 force sensors showing up as invalid. An error code was noted which occurs when the robotic arm joint 5 joint force sensor readout is marked as invalid. An idu reseat was performed and the arm cart is now functional. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure, the arm cart assembly became frozen. The arm cart assembly was replaced with a fifth backup arm cart assembly. The instrument drive unit (idu) on the frozen arm cart assembly had to be reseated to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic is leading an evaluation of the reported arm cart assembly. Review of the field service notes indicate that the arm cart assembly experienced an arm failure. Log analysis from the field service engineer states that the "issue was with the instrument drive unit robotic arm joint 5 interface, which resulted in the robotic arm joint 5 force sensors showing up as invalid". The robotic arm joint 5 is the z-slide. An error code was triggered and this error occurs when the robotic arm joint 5 joint force sensor readout is marked as invalid. An instrument drive unit reseat was performed and arm is now functional. Evaluation of the device data logs indicate that the arm cart assembly experienced an error code that occurs if the joint force sensor readout of robotic arm joint 5 joint force sensor is marked as invalid for greater than or equal to 10 milliseconds. This error is a non-recoverable error and gives out an error message stating: "warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic prostatectomy procedure, the arm became frozen. The arm was replaced with a fifth backup arm. The instrument drive unit (idu) on the frozen arm had to be reseated to resolve the issue. There was no patient involvement.